Event description:
It was reported to boston scientific corp in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed three days prior. According to the complainant, during the procedure, the balloon could not be seen during the ultrasound when attempting to place the prolieve catheter. It appeared the anchoring balloon was leaking. In addition, it was noted there was a lack of resistance when the water was placed. The physician successfully completed the procedure with another prolieve thermodilatation kit. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.